Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) on behalf of the patient alleging the patient's onetouch ping meter was powering off during use and was not powering on when the patient tried to test. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, at 5:45pm, the reporter stated the alleged issue first occurred. The reporter stated the patient uses insulin pump therapy to manage his diabetes. The reporter stated the patient did not making any changes to his usual diabetes management routine on the day of the alleged issue. The reporter denied the patient developing any symptoms. However on (B)(6) 2012, at 6pm, the patient was advised by a healthcare professional to disconnect the insulin pump until the issue was resolved. The patient reported on (B)(6) 2012, at 7:15pm, a reading of "180mg/dl" was obtained on a back up onetouch ultramini meter. At the time of troubleshooting, the cca educated the patient on the meter's behavior and the auto shut off function, the alleged issue remained unresolved. The cca confirmed the subject meter's battery did not need to be replaced. The cca noted this was the first time the meter had been used and there was no misuse of the product. The patient was found to be using the correct test strips. When the power button was pressed, the meter turned on, when the subject test strip was inserted, the meter turned on. Replacement products were sent to the patient. This complaint was initially ruled out as an adverse event due to the following conclusions: there is no indication that the subject meter caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment indicating that a serious injury occurred. In addition, there is no indication that the subject meter malfunctioned based on cca troubleshooting. Lifescan (lfs) received the meter involved with the complaint and completed device evaluation on (B)(4) 2013. The returned meter failed investigations: the meter has a failure with the processor. This complaint is now being reported due to the failed investigation results.